Event description:
It was reported that a painful durom cup (loose) size 56mm and 50mm durom ldh head was removed. Replaced with 58mm tm cup and 36mm 10 degrees liner and 36mm +7.0 head.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.